Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient developed pimples (bumps) and an infection under the sensor patch area. She had itching and pulsating sensation in the area. On -(B)(6) 2025, the patient consulted a physician at an urgent care clinic and was prescribed a course of oral antibiotic medication (doxycycline 100 mg, twice a day for 10 days) for the infection. On (B)(6) 2025, the patient followed up with the same physician who decided to extend the course of oral antibiotic treatment for an additional seven days. At the time of the report, the patient still has the infection. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.